Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set tape not sticking event on 13-june-2024. Infusion set has been used for 5 to 6 days. The adhesives might be affected by skin type activity level, weather conditions (high temperatures and/or humidity). No further information was available.

Manufacturer narrative:
E1: patient city- (B)(6). Patient country- netherlands.